Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was exposed to sick family members while performing peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal ancef (one gram, daily for two weeks) for peritonitis. The patient was discharged from the hospital two days later. At the time of this report, the patient was recovered from the peritonitis event. Action taken with dianeal therapies was not reported. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.